Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was hooked up to the pump right before discharge and there was a crack in the chemo line. The pump did not alert, there was a pretty big leak and also the pump got pretty wet. They never got any error messages, and it was still working but they thought it was best to switch to a different pump before sending the patient out. The tubing was primed with bag containing the drug under sterile compounding preparation. The patient was medically affected but it was unclear how much volume the patient missed. The event occurred while in use with patient at patient's home. The operator of the device was a health professional